Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Event occurred in (B)(6).

Event description:
It was reported that upon incoming inspection, an employee discovered deformed sterile packaging due to the impact of the stem during distribution. No adverse events occurred, as there was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Three devices were returned for evaluation. Visual inspection revealed the blisters on all three packages having scratches and dents on the end where the distal part of the stem rests. The sterile barrier was intact. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left zimmer biomet was conforming to all specifications. However, specific root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.